Manufacturer narrative:
Date sent to the FDA: 03/07/2016. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1500122; mfg date 01/2015; exp date 01/2020. Batch # j1437495; mfg date 11/2014; exp date 11/2019. Batch # j1443968; mfg date 12/2014; exp date 12/2019. Batch # j1447421; mfg date 01/2015; exp date 01/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
It was reported that the patient underwent an unknown surgical procedure on unknown date and a drain was implanted. At first, the drain became clogged when releasing it from the patient¿s body during surgery. Drainage was restarted after milking the drain. After 5 or 6 hours, the drain was clogged again. The same event occurred a third time within 48 hours from the surgery. The drain was connected to wall suction and the drain was clamped. There were no adverse patient consequences reported. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1447421, batch # j1443968, batch # j1437495, batch # j1500122.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1447421, batch # j1443968, batch # j1437495, batch # j1500122.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and a drain was implanted. The reservoir stopped draining either when pulling out the valve after reservoir was activated or post-operatively in the ward or when drain was removed. The drainage was restarted by milking however, it stopped again soon. A connection with a suction device of wall type and/or clamping the drain was performed. There were no adverse patient consequences reported. Additional information has been requested.